Manufacturer narrative:
Per tandem¿s user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer performed the fill tubing while connected to the infusion set site. Subsequently, the customer¿s speech began to slur and paramedics were called. Paramedics took the customer the emergency room, and the customer was subsequently hospitalized due to a low blood glucose level of 12 mg/dl. Customer was treated with juice, and customer¿s vitals were taken. Customer was released the same day. Reportedly, customer had bruising caused from being grabbed by the paramedics.